Event description:
It was reported that the device was used during a laparoscopic bilateral salpingo oophorectomy. It was reported by the rep that the device was not exposing the blade to cut through the layers of the abdomen. The safety shield was not retracting. Another 355ld was used to complete the case. There was no consequence to the pt.